Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, 27mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient had a prior medical history of right branch bundle block (rbbb). The length of the membranous septum was approximately 1mm. There was no calcification extending beneath the aortic annular plane in the interventricular septum. Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 22mm, non-abbott balloon. The patient was in a complete heart block. During the procedure, the valve was able to be implanted at a depth of 3mm on the non-coronary cusp (ncc). The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. On the same day, the patient was implanted with a permanent pacemaker. The implanter classified this event as being related to the patient¿s past medical history. On the following day, the patient was discharged.

Manufacturer narrative:
An event of complete heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported heart block could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The surgical intervention was a result of a permanent pacemaker implant. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.